Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor sv2 device had ruptured after filling. According to the reporter, the infusor was filled with dextrose 5% and 3400mg of 5-fu. The total fill volume was 92ml. Four hours after the infusor was filled, the nurse observed that the reservoir was ruptured. This was observed prior connecting the patient to the device. No report of patient injury or medical intervention. No additional information is available.